Manufacturer narrative:
Additional information received indicating the root cause of this event is due to patient¿s anatomy and long eye; therefore this event no longer meets the reportability requirements and is deemed not reportable.

Event description:
Additional information received indicating in the surgeon¿s opinion, the root cause of this event is patient¿s anatomy and long eye.

Manufacturer narrative:
The product was not returned for evaluation. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. The trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Per the reporter the lens remains implanted. The investigation is ongoing.

Event description:
It was reported that an intraocular lens (iol) was implanted into the patients eye and found to have rotated 20 degrees during postoperative visit. The iol was repositioned 8 days after initial implant with no complications. Additional information has been requested from the reporter, but has not been received.